Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one patient, involving access 2 immunoassay system. This is report number eight of fifteen. The elevated results were discordant to an alternate methodology which produced negative results, within the normal reference interval. The elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Quality control (qc) was within specification - no issues were noted.all related medwatch reports associated with this event:2122870-2012-00258,2122870-2012-00259,2122870-2012-00260,2122870-2012-00263,2122870-2012-00266,2122870-2012-00267,2122870-2012-00269,2122870-2012-00271,2122870-2012-00272,2122870-2012-00273,2122870-2012-00274,2122870-2012-00275,2122870-2012-00276,2122870-2012-00277,2122870-2012-00278. (B)(4).